Event description:
Related to MFR. Report no.: 2183959-2014-00293 & 2183959-2014-00294. It was reported the patient had an elevate posterior graft implanted in (B)(6) 2014. Postoperatively, the patient developed a urinary tract infection resulting in an abscess. The patient underwent a surgery to drain the abscess. The patient was doing well following the surgery. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Implant date: implanted in (B)(6) 2014.